Event description:
It was reported that the patient had the artificial urinary sphincter removed due to. Unspecified reasons. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted at a later date of (B)(6) 2019 further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to. Unspecified reasons. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted at a later date of (B)(6) 2019 further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the previous cuff had eroded in the patient's urethra so it was removed and left to heal. The new system was working.